Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels over 600 mg/dl. Reportedly, the customer was using humalog u-200 within their pump supplies. Customer administered boluses via the pump and performed supply changes to address the issue. On (B)(6) 2023 an occlusion alarm occurred. Customer changed pump supplies to address the issue; however, did not resume insulin until (B)(6) 2023. On (B)(6) 2023 customer experienced a bg level over 600 mg/dl and was "incoherent" and "loopy". Customer administered a bolus via the pump and performed a supply change to address the issue. Emergency medical services (ems) was called; nature of ems assistance was not known. Customer went to the emergency room and was subsequently admitted to the hospital. No additional information regarding this event was provided. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer regarding off-label insulin.